Event description:
It was reported, the screwhead splayed open upon tightening in surgery. Subsequently, the screw was explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.